Manufacturer narrative:
A bci field service engineer (fse) primed the instrument 40 times and did not see any sign of leaking in the hydro area. The fse found cuvettes failed water blank error and replaced two cuvettes. The fse also replaced a bent cuvette wash probes. The fse performed photometer and lpia cuvette center test, ran cuvettes wash, and had the customer run controls. The fse checked the hydro area again and confirmed no leak from the system. The fse followed-up with the customer on the next day and confirmed no sign of leakage.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on synchron lxi 725 clinical system. The customer heard a noise and noticed fluid was spewing from the hydropneumatic area. When the system was stopped, the fluid was not spewing, but the customer observed sign of dripping. The leakage may have come from the cuvettes and may contain bio-hazardous material. No injury was reported and there was no effect to patient or user.